Event description:
See initial report.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Sample information: infusomat space, 8713050, serial no.: (B)(6). History files: the last programming and infusion performed with the equipment occurred on 07/03/2026. The user programmed a volume of 800ml, a time of 15 hours, and a flow rate of 53.34ml/h. The user started the infusion at 20:10:36, the total volume already infused was 1914.3ml and was not reset. The equipment activated the vtbi alarm near the end at 10:42:44 on 08/03/2026. The equipment activated the kvo function and changed the flow rate to 5ml/h at 11:12:45 on 08/03/2026. The total volume already infused was 2714.3ml. The infusion was stopped and restarted several times due to pressure alarms, being completed at 11:28:19 on 08/03/2026. The total volume infused was 2715.59 ml. Total volume infused was 801.29 ml. Total infusion time, excluding stops, was 15:16:32. We did not find any errors in the infusion time or volume infused. The infusion occurred according to the schedule and user actions. Visual inspection: the equipment has a normal used appearance. Functional inspection: an infusion was performed using the last programmed infusion and recorded in the equipment's usage history. The programmed volume was 800 ml, with a programmed flow rate of 53.34 ml/h, in 15h. The volume infused was 800 ml with an error of 0.0% and the infusion time was 14h59min49 with an error of 0.0%. The test was approved (system accuracy is typically ±5% of volume, according to iec/en 60601-2-24). Conclusion: the technical defect could not be confirmed. Analysis of the usage history revealed no errors in infusion time or volume. The infusion occurred according to the programmed schedule and user actions. The result of the functional test performed on the equipment showed that it is functioning correctly and precisely within the established accuracy limits. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-95 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The 3t heater cooler was disinfected and there was no improvement. It was found that the cooling function was not working on either the patient side or the myocardial protection side. The sound of the compressor running could not be heard. Replacing the circuit board (main and cpu) did not restore the system. The exact time for cooling is unknown and there are reports that it took more than twice as long as usual. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the cooling was slower than usual. There was no report of any patient injury.